Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800372 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was misfiring. There was no patient injury.